Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the explanting physician confirmed the device was found intact during explant surgery. Correction to h6 adverse event problem and h11 additional mfg narrative in the initial medwatch: b12 trend review and b14 analysis of production records should not have been submitted. The device history record was not performed at the time of initial medwatch submission as device information was not available. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii; suspected rupture (found intact) device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, wear abrasion and crease were observed and none of the observations are found to be potentially related to the manufacturing process. No further actions are required.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker unknown". Physician further reported baker grade iii for the capsular contracture and noted the implant was "intact" upon removal. This record is for the left-side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker unknown". This record is for the left-side. Device remains implanted and will be returned.